Event description:
The initial report was submitted inadvertently as this is a duplicate event to MFR: 3004936110-2019-00375.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was decreased by 10 mmhg. Accurate readings were observed under the manufacturer's patient care network database.